Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for a high out of range pacing lead impedance. Loss of capture was also noted. The lead was explanted and replaced. Patient condition was good after the event.